Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent due to breach in aseptic technique in the context of peritoneal dialysis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not clean the area well and a possible touch contamination. On the same day as the onset, the patient was hospitalized for the event of cloudy effluent. On an unreported date, the patient began treatment with fortaz (intraperitoneally, dosage, duration and frequency not reported) for the event of cloudy effluent. The patient was discharged from the hospital after three days. At the time of this report, the treatment with antibiotic was ongoing and the patient was recovering from the event of cloudy effluent. The pd therapy was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available at this time.